Event description:
It was reported that the patient presented for follow-up, noise and low pacing lead impedance were noted. Externalized conductors were observed via x-ray. Lead was capped. The patient's condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.